Manufacturer narrative:
The returned instrument was received in its outer blister covered with the tyvek foil, showing the lot information. The inner blister which protects the instrument during shipment was not used. The product evidently shows macroscopic signs of damage, namely that the tube is bent. The returned instrument was visually inspected with the aid if a photomicroscope using various magnifications. It was noticed that the soft tip is cracked. The instrument was then functionally tested regarding their aspiration/irrigation properties. It could be shown that there is no leakage and no occlusion of the instrument and the aspiration as well as the irrigation works as expected for the instrument. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined conclusively. The customer¿s complaint is confirmed, as the soft tip is damaged, but a root cause for the reported issue cannot be determined. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance-based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A root cause for the customer's reported event could not be determined because the returned product met manufacturer¿s specifications. No action was taken as the returned sample met specifications. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. Complaint data for all manufactured products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during surgery, an ophthalmic backflush was unable to aspirate. The surgery was completed on the same day by replacing the backflush, with no harm to the patient. Additional information was requested but has not been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.